Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. No third-party assistance was required, and no frequent or recurring occlusion issues were reported. The case was closed by technical support without further assistance needed.